Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). The most probable cause of the additional failures was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope, server plug in had foreign objects. Forceps elevator wire had foreign objects, inside of light guide lens had foreign objects, there was a gap in adhesive area between server plug in and distal end, and the adhesive around objective lens was peeled, the forceps elevator had foreign material. There were no reports of patient involvement.